Event description:
Customer's wife reported that the customer receiving a reading of 180 mg/dl on his adc blood glucose meter, which was higher than he felt. Caller further reported that she found the customer "sprawled out on floor", "broke out in cold sweats", felt clammy, felt dizzy, and "in and out of consciousness". No third-party medical intervention was reported. Customer self-treated by eating cherries. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
This is an initial report. The product has been requested back for an investigation. A follow-up report will be submitted once additional information is obtained.

Manufacturer narrative:
Requested product was not received for investigation. Retained test strip samples from the same lot reported by the customer (1168919) were tested with control solution instead. All results were within the range specification and no errors were observed. The complaint is not confirmed.